Manufacturer narrative:
Additional information: the spacer was removed on (B)(6) 2025 and permanent hardware was implanted. Gmk-revision system implanted.

Event description:
At about 2 months after primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon removed all primary components and implanted an antibiotic spacer. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 24-mar-2025: lot 2402347: (B)(4) items manufactured and released on 22-may-2024. Expiration date: 07-may-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional devices revised: batch review performed on 24-mar-2025: 02.12.e003rp patella resurfacing size 3 e-cross (k202022) lot 2406165: (B)(4) items manufactured and released on 29-apr-2024. Expiration date: 11-apr-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. 02.12.e0313fr tibial insert fixed sphere flex size 3/13 mm r e-cross (k202022) lot 2340906: (B)(4) items manufactured and released on 08-nov-2023. Expiration date: 17-oct-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. 02.12.ka13r femoral component spherika cemented s3+r (k121416) lot 2419527: (B)(4) items manufactured and released on 02-oct-2024. Expiration date: 18-sep-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.